Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer assisted the customer, who logged in and navigated to the storage space recovery. The engineer confirmed the failed drawer, pulled the station out from the wall, and removed the back panel. The drawer was manually opened, and it was observed that the module controller board was dislodged. The station was powered down, the bus cable was disconnected, and the back of the drawer was removed. The module controller board was then removed and replaced. Afterward, the drawer was reassembled, the bus cable was reconnected, and the station was powered back on. The system functioned as intended after the field service engineer repaired the device. (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, had drawer failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.